Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup and inspection for use, the videoscope experienced image loss when angulation was applied to the right and downward directions. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.